Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 48 mg/dl was entered into the pump by the user on (B)(6)2019 at 11:01:09 am. Blood glucose (bg) values from 47 to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 10:15:31 am to 10:35:31 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 49 mg/dl to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:15:29 pm to 8:25:28 pm on 10/24/2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 10.5 units was observed on (B)(6)2019 at 11:33:00 am. A tubing fill of size 10.9 units was observed on (B)(6)2019 at 2:29:54 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 40 mg/dl to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 2:34:50 pm to 3:04:50 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 11.2 units was observed on (B)(6)2019 at 5:23:55am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:09:48 pm to 10:24:48 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) values from 51 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:05:55 pm to 1:20:55 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 47 to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 7:35:53 pm to 7:50:53 pm on(B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) of 52 mg/dl was entered into the pump by the user on (B)(6)2019 at 11:43:38 am. Blood glucose (bg) values from 50 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 11:20:44 am to 11:25:44 am on(B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On the evening of (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 1:05:40 am to 1:35:40 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 12.0 units was observed on (B)(6)2019 at 7:29:46 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 10:34:50 pm to 11:34:49 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 43 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:59:48 am to 6:29:48 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 41 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 7:09:45 pm to 8:09:45 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 41 to 48 mg/dl were recorded by continuous glucose monitor (cgm) from 8:54:39 pm to 9:24:39 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 10.9 units was observed on (B)(6)2019 at 6:36:49 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 40 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:49:37 am to 4:49:37 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On the evening of (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) values from 43 to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 12:44:35 pm to 1:09:35 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A 1.89u bolus was delivered approximately 4.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 11:19:33 pm to 12:09:32 am on (B)(6)2019 to (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 45 mg/dl was entered into the pump by the user on (B)(6)2019 at 1:42:21 pm. Blood glucose (bg) values from 41 to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 1:04:24 pm to 1:24:23 pm on(B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 11.6 units was observed on (B)(6)2019 at 10:41:21 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 49 mg/dl were recorded by continuous glucose monitor (cgm) from 8:19:22 pm to 9:14:23 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 40 mg/dl was entered into the pump by the user on (B)(6)2019 at 8:04:09 am. Blood glucose (bg) values from 40 to 46 mg/dl were recorded by continuous glucose monitor (cgm) from 7:19:19 am to 7:39:19 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 50 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:34:04 pm to 10:44:04 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 52 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 12:13:41 am to 1:23:41 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 11.6 units was observed on (B)(6)2019 at 7:35:31 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) values from 46 to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 9:48:36 pm to 11:38:36 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 41 mg/dl was recorded by continuous glucose monitor (cgm) at 10:38:30 pm on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. A 2.63u bolus was delivered approximately 2 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) values from 50 to 52 mg/dl were recorded by continuous glucose monitor (cgm) at 1:08:30 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On the evening of (B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 7:18:28 am on(B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On the evening of(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. A 2.3u bolus was delivered approximately 3.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) of 253 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 10:18:24 pm. Blood glucose (bg) of 25 mg/dl was entered into the pump by the user on (B)(6)2019 at 10:18:53 pm. Blood glucose (bg) of 253 mg/dl was entered into the pump by the user on (B)(6)2019 at 10:19:08 pm. This indicates the bg of 25 mg/dl was likely entered in error. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 12:18:21 pm on (B)(6)2019 cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 10.7 units was observed on (B)(6)2019 at 6:59:10 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 0 to 47 mg/dl were recorded by continuous glucose monitor (cgm) from 10:13:18 pm to 10:38:19 pm on(B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On(B)(6)2019 , user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 2:38:17 am on (B)(6)2019 . Cgm alert 1 (cgm low alert) enunciated. On(B)(6)2019 , user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl; cause was unknown. Glucose gel was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.